Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Per summons: pt is a (B)(6) pt who had diffuse edema of the left arm. A doppler venogram to evaluate swelling of pt's left upper extremity on (B)(6) 2008 documents the presence of a PICC line, thrombosis of the left subclavian, axillary, and proximal brachial vein. A previous ultrasound performed on (B)(6) 2008 was negative for thrombosis. When relator notified the surgeon, of the thrombus, the surgeon ordered removal of the PICC and placement of a new PICC in the right arm. The surgeon also ordered lovenox 1 mg sq bid to treat the pt's dvt. Due to the stage iii chronic renal failure disease, relator reduced the dose to daily. A nurse completed the hospital c PICC line placement verification and checks the box on the form to order a stat chest x-ray under "(B)(4)." Relator believes that ordering a stat x-ray billed to medicare part a and the interpretation billed to medicare part b is not something a physician can delegate. Additionally, on (B)(6) 2008 at 0855 the nurse completed the hospital c post line placement form "communication order - may use PICC per protocol once svc placement verified." She signs the form, "(B)(4)." On (B)(6) 2010 at 09:29, the x-ray report ordered under the "delegated authority" by the nurse indicates both "right PICC line within svc and left PICC line within the axillary." There is a catheter maintenance guide attached to the progress notes, but no record of the insertion of a hospital h pt by the hospital c nurses. Despite pt's previous thrombosis caused by a PICC she had the insertion of a third PICC on (B)(6) 2008, presumably ordered by the infectious disease doctor. On (B)(6) 2010, pt was readmitted to hospital with gastrointestinal bleeding on (B)(6) 2010. Within 24 hours, a defendant-type yellow form PICC solicitation/pt IV assessment form is in the chart indicating, this pt has been identified as a candidate for a PICC for the following reasons: poor veins/circulatory system" is checked as well as, "incompatible drugs requiring multiple IV sites." Another reason is edema of the upper extremities which is due to thrombosis caused by a previous PICC. The pt's history and physical clearly documents that she had a deep venous thrombosis from a previous PICC. Relator removed the IV assessment and delivered it to the medical director's office, as well as the university (B)(4) study results showing a 58% thrombosis rate. Upon rounding on (B)(6) 2010, relator noticed another pt IV assessment/bard solicitation form that is identical to the one which had defendants name in the lower right hand side, but this time defendants name had been deleted. The reason for a PICC was poor veins/circulatory system, incompatible drugs requiring multiple IV sites." Based on defendants' representation in the nurse's training manual regarding procalamine, pt n had two ivs placed when she only needed one. Rather than preserve peripheral veins, the floor nurses and IV nurses have a defective IV management style that gives pts more IV sites than they need. Part of the problem is defendants' misrepresentations, and training that there is an incompatibility between procalamine, zosyn and vancomycin when there is not. Relator verified with the hospital c pharmacist on the evening of (B)(6) 2010 that one can give both zosyn and vancomycin through an IV that has procalamine infusing, but one cannot give zosyn and vancomycin together. This solicitation usually results in the insertion of an unnecessary PICC, which would cost the (B)(4) as well as place the pt at risk for serious complications. Relator orders d/c IV normal saline, which had been started in the ER and to maintain only one IV. The floor nurses IV assessment form indicates there are no complications with the pt's IV. Since pt's history and physical indicates a PICC-induced dvt, the previous ultrasound indicting a thrombosis involving her PICC line, and the nurse's notes indicated no problem with the PICC, this "pt IV assessment form" was incorrect. Lastly, pt's labs are consistent with another PICC contraindication, chronic renal failure. Pt was admitted again on (B)(6) 2010 with a gastrointestinal bleed. The history and physical clearly indicates she had a "previous dvt I the left arm secondary to a PICC line." Pt's calculated gfr of 18 ml/min indicates pt had stage v kidney disease. The pharmacy asks us to lower the dose of zosyn due to the pt's kidney disease. Despite these two strong contraindications there are multiple unsigned solicitations for PICC lines: incompatible drugs, which is false, and poor veins, which were made worse by a PICC induced thrombosis.